Event description:
It was reported that the patients lead was exposed through the skin. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20431417.